Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient felt like they were recharging more often than they had been. It was noted that the patient usually had eight coupling boxes filled in on the recharger screen. It was noted that a calculation as was performed with the following settings: program 1 at 2.1v, 50hz, 450pw, 620 ohms and program 2 at 1.8v, 50hz, 450pw, and 670ohms. Based on the calculation the interval from full to empty was ¿about¿ 2.7 weeks. It was also noted that one contact showed >10,000 ohms but it was not a contact used in programming. The implantable neurostimulator (ins) statistics showed 11% use on the clinician programmer but the patient noted to the caller that they used the ins ¿more than that.¿ it was reviewed with the caller that there was no explanation as to why the diary data would be incorrect. The caller stated that they would keep in contact with the patient over the next couple of weeks after the date of report to see how charging proceeded. It was noted that the suspected issue as of the date of report was patient understanding of charge level and icons. It was later reported that impedances were checked but there were no other diagnostics. It was noted that there were no malfunctions determined. It was also noted that patient was given education on icons and best practices regarding recharging. There was no intervention planned and nothing was to be returned. It was noted that the patient was receiving effective therapy as of 2014-(B)(6).